Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04944 for the associated device information. It was reported to boston scientific corporation that a percuflex biliary drainage stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of (B)(6) female patient. During the procedure, after crossing the stricture, the physician noticed immediately that the stent was damaged. The device was withdrawn and a second percuflex biliary drainage stent was inserted into the common bile duct. After crossing the stricture with the second device, the stent was also observed to be damaged. This device was withdrawn and the procedure was successfully completed with a third percuflex biliary drainage stent with no reported patient complications.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).